Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine check. During a cyber upgrade, the pulse generator went into backup vvi mode. There was no telemetry interference or wand movement during the attempted upgrade. A device restoration was performed successfully. The patient remained asymptomatic.